Manufacturer narrative:
Insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin flow blocked alarm during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 437 mg/dl. The customer's current blood glucose is 526 mg/dl. Customer's other blood glucose was 244 mg/dl. The customer was treated with boluses. Customer assisted with high pressure test and it was failed. Customer states that she is manual mode at this time. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.